Event description:
While ballooning the trunk-ipsilateral component of a gore excluder bifurcated endoprosthesis, the device moved distally and is now covering the hypogastric vessel. Patient anatomy includes a short neck and a reverse taper. The pt is currently doing well, the physician does not attribute this event to the device and chose to leave the device as it is.